Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to the common bile duct for a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent could not be released. Due to this issue, the patient was sent to an unspecified surgery to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of additional device required to manage the axios puncture site after the failed deployment. Block h11: investigation summary: with all available information, boston scientific corporation concludes that the reported event of stent failure to deploy was not confirmed. The stent was not returned, only the delivery system was. No issues or damages were found on the delivery system after product analysis. There is not enough evidence to determine whether the allegation of stent failure to deploy was caused due to the physician's device manipulation during the procedure or related to a device malfunction. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an electrocautery enhanced delivery system was received for analysis; the stent was not returned. Functional inspection was performed. The catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. No issues or damages were found on the device. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Risk review: a risk review performed for the hot axios device confirmed that the events of stent failure to deploy and additional device required are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the hot axios device is acceptable. Investigation conclusion: based on the available information, there is not enough evidence to confirm the reported event. Due to the lack of evidence and without proper evaluation of the complaint device, cause not established is selected as the most probable root cause.